Event description:
It was reported that the inflatable penile prosthesis (ipp) left cylinder had a ballooning. A surgical procedure was performed to replace the left cylinder and a pump. There were no patient complications.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis identified the cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder; and the leakage test confirmed it had a bulge (excess air between inner and outer tubes) when inflated with syringe. The microscopic pump analysis found contamination (bodily fluid) within the pump, the pump tubing was cut down to the pump block; the tubing was not returned for analysis. The pump was also tested, concluding that the pump passed leakage; however, the functional tests was not performed to avoid damaging the test equipment. The reported ballooning complaint was confirmed. Based on the information provided, cause traced to component failure was selected as the most probable cause for the complaint. Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the inflatable penile prosthesis (ipp) left cylinder had a ballooning. A surgical procedure was performed to replace the left cylinder and a pump. There were no patient complications.